Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. Patient experienced discomfort, pain, edema, swelling and hematoma due to this infection. Device will be return for analysis. No additional adverse patient effects were reported.